Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed damage to the antenna of the i3 and u40 chip on the pcb. No software malfunctions or anomalies were observed. Unit powered on successfully. Unit was put in cage protecting pes from emi. Patient data back-up performed without errors using returned gsm modem. Unit failed all frequencies portions of diagnostic test due to a burnt u40 chip on the pcb which is associated with signal acquisition. No further investigation is needed. Complaint of ¿difficulty taking readings¿ (signal acquisition) determined to be confirmed.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage to the pcb board of the patient electronics unit. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.